Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating there was a speaker failure inop message and that monitor does not send audio. The device was not in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer spoke with the customer. Internal connections to the speaker were checked and the speaker card was exchanged and the speaker inop message persisted. The evaluation confirmed that the mainboard required replacement. A philips field service engineer was dispatched and the mainboard was replaced to resolve the issue.